Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pump could not inflate the cylinder normally, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The device stopped inflating normally in (B)(6) of 2019. No patient complications were reported in relation to this event and the patient is stable following this surgery. It was further reported that pump bulb would stay flat. The patient is now stable following this surgery. The onset of the patient's symptoms were between (B)(6) - (B)(6) 2019.

Manufacturer narrative:
A pump malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and pump functional test failures were identified as the pump failed the deflation, activation and valve activation tests. The pump bulb also remained flat. Device analysis confirmed a pump malfunction. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to the pump could not inflate the cylinder normally, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The device stopped inflating normally in (B)(6) 2019. No patient complications were reported in relation to this event and the patient is stable following this surgery. It was further reported that pump bulb would stay flat. The patient is now stable following this surgery. The onset of the patient's symptoms were between (B)(6) 2019.